Event description:
It was reported a newly implanted lead directly connected to a new ipg had impedance readings over >10000 ohms. After doing impedance readings at 0.7 volts, the device was turned on and the patient felt stimulation at 1.5-2.0 volts. Impedances were re-run and at 1.5 volts results were >20000 ohms. At 3 volts impedance were 1200-1400 ohms except any pair with electrode #1 which resulted in impedances >40000 ohms. It was felt that electrode #1 was not needed to successfully program the patient's device. The patient was later seen in follow up. All of the impedance issues had resolved except #1 electrode which still resulted in impedance values >40000 ohms. The patient was doing great.

Manufacturer narrative:
(B) (4).